Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013, due to tibial tray loosening and subsiding. The tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity."